Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the clinical study department that a patient underwent an initial right hip replacement procedure. Subsequently the surgeon reported that the patient has elevated metal ion levels and fluid collection around the hip. No revision surgery has been performed to date.

Event description:
It was reported by the clinical study department that a patient underwent an initial right hip replacement procedure. Subsequently the surgeon reported that the patient has elevated metal ion levels and fluid collection around the hip. No revision surgery has been performed to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The blood ion tests conducted confirms high ion levels in the patient. Radiograph assessment : no migration, fracture, radiolucency, no heterotopic ossification. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.